Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2017-00126 and 2134265-2017-00103. It was reported that the patient expired. The patient was hypoxic and had low oxygen saturation prior to the procedure and presented with an abscess and infection in the percutaneous endoscopic gastrostomy (peg) tube. During extraction of the peg tube the patient experienced a non-st elevated myocardial infarction. Three synergy ii everolimus-eluting platinum chromium coronary stents were implanted in the left anterior descending to circumflex arteries; a 3.00 x 16, a 3.00 x 16, and a 3.00 x 20. The stents were well apposed and patent. However approximately 40 minutes to an hour following the procedure the patient stopped breathing, had bradycardia and died due to hypoxia.